Event description:
International affiliate reports that wear of the tip of the viper2 final tightener driver resulted in difficulty securing the screw head on the rod. That and difficulty in tightening screws with the viper2 x25 set screw inserter and inability to complete the procedure smoothly resulted in the increase of the operating room time and frustration of the surgeon. The combined difficulties along with the need to sterilize backup drivers for use resulted in a delay of forty five minutes while the patient was under anesthesia. The surgeon was finally able to secure the screws. The following mfg. Medwatch reports are being filed for the two drivers that were involved in the event: 1526439-2014-11608; 1526439-2014-11609.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification of the driver tip confirmed that the driver was in good condition with the exception of the driver teeth on its head. The teeth are flattened/stripped towards the tip of the driver feature. A DHR search was conducted identifying the release of the device as june 15, 2011. The driver was released accomplishing all quality requirements. A complaint trend analysis was conducted on the product code as no driver family exits. No systemic trend was identified requiring further action. While a definitive root cause cannot be determined a possible cause may be no fully seating the driver prior to driving as indicated by the teeth damage being contained to the tip of the drive feature. As no issue has been identified in the manufacturing and release of the device and no systemic complaint trend can be identified the complaint file is being closed requiring no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.